Event description:
Information received indicated the head of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.